Event description:
The customer reported that the insulin pump alarmed. Troubleshooting was performed, and the alarm was not cleared. The customer stated that the device was exposed to water and the buttons were ramping without pressing them. No further information was provided.

Manufacturer narrative:
Failure analysis revealed that the insulin pump had a blank display as a result of moisture damage found on the electronic assembly. Further testing was not performed due to the blank display.